Event description:
It was reported that the device was explanted after an implant duration of zero days. On 09/20/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to aortic insufficiency detected after the patient was separated from bypass. Per the operative report of (B)(6)2010, "the aortic valve was visualized and was observed to demonstrate slight defect under two of the pledgets." The valve was removed and replaced with another 23 mm bioprosthesis.

Manufacturer narrative:
Device not returned.this event was learned through implant patient registry. Through follow-up with the heatlh-care provider via fax, the operative report was received. The device history record (DHR) review was completed and there was no nonconformance found related to this event.